Event description:
It was reported that the pump alarmed for low blood glucose during the patient¿s first night on therapy, the patient ingested oral glucose (juice), and glucose levels corrected without symptoms, with the low attributed to early algorithm adaptation. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included successful correction with oral carbohydrate and no hospitalization. Troubleshooting and education were completed with the patient. Investigation included case assessment and review of device use during early algorithm learning. Investigation of this case revealed no device malfunction, and the event was consistent with expected early adaptation following pump initiation. It was concluded, based on previously established findings for similar reports, that the cause was unclear hypoglycemia related to initial algorithm learning. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.